Event description:
A leica field service engineer cut his hand while working on the instrument. Medical treatment was necessary. The wound was cleaned and the hand was bandaged.

Manufacturer narrative:
An investigation of the event is currently underway and it will be submitted in a follow-up report.